Event description:
It was reported that difficult to remove occurred. The target lesion was located in the peroneal artery. A 3.0mm x 150mm x 150cm sterling sl was advanced for dilation. During the procedure, it was noted that the balloon was kinked and difficult to remove. The procedure was completed with another of the same device. There were no patient complications as a result of this event.